Event description:
The customer reported via phone call that the insulin pump alarmed button error. When the customer attempted to deliver a bolus the buttons on the insulin pump were not working properly. The customer could not clear the alarm. Customer's blood glucose level was 238 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with no buttons due to corroded keypad traces. No button error alarms noted. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.